Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported patient with "hardening, pain, burning sensation around and behind implant and shoulder displacement. Patient was upset about "undisclosed risk of complications, illness and lymphoma. Irresponsible and borderline criminal lack of transparency on the part of the manufacturer. Unacceptable regulatory shortcomings." Device has been explanted. This record is for the right side.